Event description:
It was reported that the device exhibited a defective cassette locker source. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. The event history log showed error code 46876 occurred. Functional testing was unable to replicate the reported issue; however, a problem was discovered with a defective pwa. The root cause was unknown. The dso seal and pwa were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.